Manufacturer narrative:
The reported event of undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient with dyspnea and presyncope symptoms presented in emergency room, high ventricular rate episodes due to polymorphic ventricular tachycardia were observed on stored egm. The device properly picked the rhythm up as a high ventricular rate episode, but the rate led to undersensing of other ventricular events. The patient passed out due to the symptoms. Programming changes were recommended. The patient was transferred to another facility and was upgraded to a bi-v ICD. The patient was stable during and after the procedure.